Manufacturer narrative:
The pusher and implant were received for analysis. The pusher was returned with the body coil severely damaged and bent. The monofilament was extracted from the body coil and was found to have a profile indicative of a tensile break. The implant was received severely stretched at the proximal tie knot section. Inspection of the monofilament profile indicates a tensile break rather than a detachment using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant could not be placed in the aneurysm and when the coil was retracted, the coil unexpectedly detached. The coil was removed in its entirety together with the catheter. There was no reported intervention or patient injury.